Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an error in programming lasix (furosemide) drip where the rate was entered as 5ml/hr. Instead of 0.5ml/hr. The customer stated that in recent past, the facility lowered the soft max to "40" to help prevent this programming/decimal point error. However, this alert was overridden user, according to the report. The customer is requesting to enhance the product by placing the dose field at the top of the programming screen. Currently, when a continuous drip is programmed, the rate is at the top, followed by the vtbi and then the dose. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 2002. The patient reportedly received "over 1000mg of furosemide in a 12-hour period due to mis-programming of the pump at 50 mg/hr. Instead of 5 mg/hr.". Per report, due to the event, the "patient had an increase in serum creatinine from 1.6 to 2.2." The patient also experienced hypotension requiring norepinephrine and "renal function didn¿t improve as quickly as previous admissions, likely due to overly aggressive diuresis resulted in worsened hypotension and hypoperfusion of the kidneys." The patient had prolonged ICU and hospital admission. Although requested, the customer declined to return the devices and stated that "this isn¿t a device-related issue, it was a programming issue ¿ a warning was overridden."

Event description:
It was reported an error in programming lasix (furosemide) drip where the rate was entered as 5ml/hr. Instead of 0.5ml/hr. The customer stated that in recent past, the facility lowered the soft max to "40" to help prevent this programming/decimal point error. However, this alert was overridden user, according to the report. The customer is requesting to enhance the product by placing the dose field at the top of the programming screen. Currently, when a continuous drip is programmed, the rate is at the top, followed by the vtbi and then the dose. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 2002. The patient reportedly received "over 1000mg of furosemide in a 12-hour period due to mis-programming of the pump at 50 mg/hr. Instead of 5 mg/hr.". Per report, due to the event, the "patient had an increase in serum creatinine from 1.6 to 2.2." The patient also experienced hypotension requiring norepinephrine and "renal function didn¿t improve as quickly as previous admissions, likely due to overly aggressive diuresis resulted in worsened hypotension and hypoperfusion of the kidneys." The patient had prolonged ICU and hospital admission. Although requested, the customer declined to return the devices and stated that "this isn¿t a device-related issue, it was a programming issue ¿ a warning was overridden."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Executive summary: a review of the device history record for sn (B)(6) in sap from the date the device was manufactured on (B)(6)2011 was performed which noted that this device was not involved in a manufacturing quality notification. A review of the device history record for sn (B)(6) in sap from the date the device was manufactured on (B)(6)2019 was performed which noted that this device was not involved in a manufacturing quality notification. A review of the complaint history for sn (B)(6) was performed in trackwise which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in trackwise which did not locate similar complaint(s) with the same failure mode for this serial number. The reported issue that device had user programming error was confirmed, the device was not returned for evaluation and no other evidences were provided. No further investigation of this event is possible at this time, and patient harm was reported. Root cause: the root cause for the reported issue that device had a user programming error - lasix drip.